Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the customer had unresponsive keypad on the insulin pump. The customer blood glucose level was 152 mg/dl. Troubleshooting was performed and the insulin pump will be returned. No further information was provided.